Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. It was stated that either the dose or concentration was 4.1ml, but the reporter could not remember if it was dose or concentration. The indications for use included non-malignant pain and chronic low back pain. It was reported that the patient's pump had to be taken out and put back in twice because "it wouldn't hold." [See mfg. Report # 300 4209178-2017-14672 - pump wouldn't hold (2nd occurrence)]. It was noted that the pump was on the patient's left side, and in (B)(6) 2016, they had to do a revision and put it on the left side again. It was unknown when it was determined that the pump wouldn't hold. No symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-may-08. The patient stated that the pump was delivering an unknown concentration of dilaudid at a dose of "4. Something," he did not know if it is ml or what it is. It was noted that his pa (physician's assistant) fills his pump every 12 weeks. The patient reported that the stitches pulled loose. Per the patient, they put the pump back twice where it was on the right side. Note that this conflicts with the previous report that the pump was on the left side. No further complications were reported or anticipated.